Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the identified failures is a failure to follow instructions. This event can be detected and prevented by adhering to the instructions for use, which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that white foreign material was found in the air/water cylinder and tube of the colonovideoscope. There was no patient involvement.